Event description:
Litigation papers allege: permanent physical injuries; significant pain, burning, soreness and discomfort; catching and popping sensations; inability to lead a normal life, including difficulty walking and performing routine activites.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update 9 feb 2015 - der rcvd. Updated der, sales rep and additional surgeon information, added stem and sleeve. Added metallosis and cup loosening as reasons for revision. Stem remained in situ.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.